Manufacturer narrative:
Correction in h6.

Event description:
The event involved an english for canada, plum 360¿ infuser compatible with ICU medical mednet¿ software where the reporter stated that the battery failed, and device shut off while operating on battery power. The event occurred in the clinical setting. The event was noted in the device history. The status of the product at the time of the event was during infusion. There was patient involvement and no adverse events. There was a delay in the therapy.

Manufacturer narrative:
The device was not received- unable to determine any probable cause.